Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted after an extended period of non-use by the patient. The patient also reported headaches. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.